Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg was at end of life and had no other issues. The patient underwent a replacement procedure and was doing well postoperatively. The explanted novi ipg was discarded.